Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, surgeon noticed defect in the lens optic after implantation. Surgeon decided to not proceed for an iol exchange at that point of time but to monitor the patient post operatively. Otherwise, surgery completed without complications. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
The product was not returned. A photo was provided showing an implanted single-piece lens. The lens has what appears to be a scratch or crack in the center. We are unable to determine which from the photo. Product history records were reviewed, and the documentation indicated the product met release criteria. Qualified associated products were indicated. Based on our observation of the attached photo, the optic appeared to be damaged. The lens had what appeared to be a scratch or crack in the center. No other determination could be made from the photo. The lens remains implanted in the eye. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, surgeon noticed defect in the lens optic after implantation. Surgeon decided to not proceed for an iol exchange at that point of time but to monitor the patient post operatively. Otherwise, surgery completed without complications. Additional information was received and stated lens was still in patient¿s eye and the patient was doing well now.